Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 8.2mmol/l. The customer stated that the pump has no power. The customer stated that there cracks and scratch on the battery compartment. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, the pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, a cracked case corner of the belt clip rails near the battery compartment, serial number label peeling and minor scratches on the lcd window.